Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, impact codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb main board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received pcb, iabp main board with a reported unit failure of electrical fail test code 42. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, iabp main board into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual . The fat could not verify the failure of electrical test fails code 42. The board passed testing. Retained the board in the fat dept.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) elec-failed test code 42. There was no harm reported.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) elec-failed test code 42. There was no harm reported.